Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was implanted on (B)(6) 2025 and the patient was discharged to home after the procedure. A latitude transmission was performed that day with no device issues observed. On the next day, the patient was found deceased. The patient's physician was not notified about the death until a week later and had no information about the cause of death; it was suspected that the device was buried with the patient before the device physician was made aware, so no post-mortem device interrogation was performed. No procedure-related complications were reported, but with no further information, boston scientific is unable to rule out the implant procedure as a contributory cause of the patient's death.